Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken extension tube was confirmed and was determined to be use related. The product returned for evaluation was a 15cm triple lumen power trialysis catheter. Usage residues were observed throughout the sample. A diagonally aligned split was observed in the extension tube of the red lumen. Microscopic inspection of the split revealed a striated surface that appeared to have been dried biological residue. An attempt to clean off the residue revealed a region with uniform striations. The edges of the split were observed to be sharply formed. The uniform striations and sharply formed edges of the split were consistent with damage caused by contact with a sharp instrument. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after inserting this product, blood spatter was observed due to a crack in the extension tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after inserting this product, blood spatter was observed due to a crack in the extension tube. No other information was provided.